Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incident of hyperglycemia. Reportedly, the pt had the stomach flu for several days. On the same day, the pt could not keep fluids down. They brought the pt to the hospital, upon admit, his blood glucose was 350 mg/dl. He was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.